Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a family/friend who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was up all night because the stimulation was zapping her. The patient was not with the caller at the time of the report. Additional information received reported that the patient was never thought how to use the patient programmer. It was noted that at the time of the report, the device was not zapping her. The patient also stated she did not think the device was working as good as when she first got it. The patient confirmed the device was not helping as much with her symptoms as it was before. She also mentioned already reported zapping issue and stated she got discouraged. It was confirmed the therapy was on and stimulation was on 1.4 volts. The patient indicated that she wanted to leave device on current setting since it was not zapping her. It was reviewed how to decrease stimulation and how to turn stimulation off if zapping occurs again. Additionally, it was reported that the patient saw low patient programmer batteries but was able to bypass screen to get to therapy screen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.